Event description:
Possible tampering. The complainant received returned products of different lots (2 lots-3oz; 2 lots-12oz; 3 lots-4oz). The product when released was the correct ph but the returned products had ph range of 4.00-6.82 and the allowable range for it to be released 6.85-7.15. The products are mfg in another country but the office oes have the returned products. They are going to inform the fbi. Burning sensations reported by cistomers as reason for return. The product was distributed only in us not the country of the MFR. The only geographical ingredient consistant through all returns is the MFR. There are various distribution sites are involve. Records have been checked at MFR. To insure that all product was in specs. When released. The MFR currently testing retain samples. There was a total of eight incidents.